Event description:
Per report received from united kingdom, it was a case of an implant of a 26mmsapien 3 ultra valve in aortic position by transfemoral approach. During procedure, the commander was introduced as usual, and the valve was aligned in the descending aorta without incidents. 50% flex around the arch and native valves was crossed easily. No tension was felt during the alignment or whilst advancing the system. Then, there were difficulties pulling back the flex catheter. The system could be advanced and withdrawn with the fine adjustment wheel, but the locking mechanism did not seem to be unlocking. The handle and the flex catheter could not be withdrawn over the balloon catheter and it was decided to removed the system through the esheath and then removed as a unit. Esheath was replaced with a new esheath. Then, while the new system was being prepared, patient had torrential aortic regurgitation requiring CPR, inotropes and conversion to general anesthesia. The valve was then implanted using the new system and hemodynamics stabilized. The patient was noted as to be doing well. The cause of the torrential ar was thought to be a damage of the native leaflets whilst crossing valve.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections b4, d9, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was returned to edwards lifesciences for evaluation. The returned device was visually examined, and the following was observed: valve was crimped over the inflation balloon area and flex tip partially retracted. Functional testing was performed, and the following was observed: during decontamination process, engineering was unable to pull back the flex shaft. Therefore, an attempt was made to retract the flex tip using the fine adjustment knob. The flex tip was able to retract slightly to allow valve deployment. The handle was partially disassembled, and it was seen that the balloon shaft was bunched proximal to the locking collet. Due to the nature of the complaint, no dimensional testing was performed. The complaint was confirmed through functional testing. The complaint for "resistance between catheter shafts" was confirmed based on evaluation of the returned device. A review of DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training material revealed no deficiencies. As reported, "during procedure, it was not possible to retract the pusher, resistance was noticed and the pusher got stuck. No issues were found while aligning the valve with the annulus, but the valve was not deployed since the pusher could not be retracted." Per evaluation of the returned device, the balloon shaft was bunched proximal to locking collet after handle disassembly. Per training manual, the balloon shaft is required to be advanced or retracted multiple times during device preparation. Since there was no allegation of difficulties during device preparation or valve alignment, it is unlikely this event is related to a manufacturing non-conformance. Although there was no reported difficulties during device insertion, device tracking, valve alignment and native valve crossing, it is possible that while pulling the balloon catheter back the device was excessively manipulated (e.g. Pulled past warning marker) or the device was still locked. This can cause damage to the pebax proximal to the stop sleeve. When the damaged balloon shaft was pushed forward for flex tip retraction, this may have caused the pebax to bunch up, preventing the shaft to pass through the locking assembly and ultimately causing the operator to not be able to withdraw the pusher after the native valve was passed. In addition, it is possible that during maneuvers attempting to retract the flex tip and overcome the experienced resistance, manipulations of the delivery system and/or crimped thv damaged the native leaflets and causing the reported aortic regurgitation. Available information suggests that procedural factors (balloon shaft damage from device manipulation) contributed to the reported event. However, a definite root cause is unable to be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.